Event description:
It was reported that loss of capture was noted at the maximum output of this right atrial (ra) lead. An external EKG was performed, and further follow-up expected, including x-ray. This right atrial (ra) lead remains in-service at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Event description:
It was reported that loss of capture was noted at the maximum output of this right atrial (ra) lead. An external EKG was performed, and further follow-up expected, including x-ray. This right atrial (ra) lead remains in-service at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. An x-ray was performed; however, no visible damage was noted. Continued monitoring is expected. No adverse patient effects were reported. The lead was not returned for analysis; therefore, a technical analysis could not be performed.